Event description:
No harm to patient. Surgeon using coblator device to perform tonsillectomy. She felt that coblator was smoking excessively. New device was opened and surgeon felt it was working better and smoking less.